Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences.

Event description:
It was reported that unspecified bd¿ needle broke and leaked. The following information was provided by the initial reporter: at 11:50 on october 17, during using the arterial indwelling needle 22 (bd in the united states) in the department of critical care medicine (extracardiac) it occurred broken at the connection between needle handle and needle during use, causing arterial leakage.